Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer entered the intended values in the pump for the bolus; however, it ended up being too much insulin. The customer's blood glucose (bg) level subsequently decreased to 20 mg/dl. Reportedly, the customer experienced a seizure and fell resulting in scratches, bruises, and a head injury. The customer was admitted to the emergency room (ER) and healthcare providers administered a glucagon injection to treat the low bg. The customer was released with the issue resolved and no permanent damage. Reportedly, the customer continued to use the pump for insulin therapy.